Event description:
Independent repair center: customer alleged unit will not start and the key failure is the compressor is noisy. As stated on the repair statement additional malfunction on this device: alarming or red light.